Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the cuff not closing around the urethra. The physician believed the device was at the end of its life. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.